Event description:
Boston scientific received information that there was a big drop of assumed battery life in the pacemaker between the last two follow-up visits. Premature battery depletion is being alleged. The device remains in use. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information revealed that a save to disk was sent to boston scientific technical services (ts). Engineering analysis showed there were no faults or resets in the device. The battery status is confirmed to be 'good' which is the engineering equivalent of beginning of life. The variation in longevity values is likely due to changes in pacing rate, pacing percentage and lead impedance; however in order to accurately determine the longevity remaining, a subsequent follow up session with no further programming changes made will need to be performed. No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
(B)(4). Additional information is expected, once received this report will be updated.